Event description:
It was reported that during a spinal cord stimulation (scs) paddle lead implant procedure, the physician attempted to place the lead retrograde. The physician used a passing elevator to clear the epidural space from scar tissue and then attempt to place the scs paddle. There were several adjustments made due to the lead veered to the right instead of midline. The physician had to reinsert the paddle five times to line it up correctly. The neuro monitoring representative stated that she lost motor on the patients right hand. After removing the paddle, the motor reading still indicated lost motor on the patients right hand. It was also noted that the patient had high blood pressure intraoperatively approximately 170 over 117. The physician waited to see if the situation would improve, however it did not. The physician decided to abandon the case, and the paddle lead was removed. No additional adverse patient effects were reported. The patients recovery has gone well, and they have regained motor function in the hand. The paddle lead will not be returned as it was retained by the customer.